Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the uretero-reno videoscope on the distal tip had 6-inch-long rubber that is starting to disconnect from the scope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed, it was like due to the bending section having a tear causing a leak. Bending section chipped and the skeleton damaged was likely caused by degradation or some kind of stress problems. The most probable cause of this complaint is traced to component failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.